Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve dislodgement. It was initially reported by the customer that while prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, there was resistance when trying to advance the dilator into the sheath. The caller reported that the physician believes something in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium that might be dislodged. The sheath was replaced and the issue resolved. The procedure continued. The resistance did not result in damage to the sheath. There was no patient consequence. The customer's reported resistance issue is not considered to be MDR reportable since an increased potential for patient injury is remote. On 9-apr-2024, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve was dislodged inside of the hub component. This finding was assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was found in normal condition. A device history record was performed for the finished device batch number, and no internal action were identified. Since the hemostatic valve was found dislodged, this failure could be related to both issues reported by the customer; therefore, the customer complaint was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).